Event description:
Per pre-decontamination observations, the fully deployed valve had bent struts and did not correct itself, half of inflow struts exposed through skirt. The valve frame was canted and had bent strut located at c2. Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve via subclavian approach, the operators experienced difficulty advancing the valve and delivery system through sheath due to the patient being very large and not having enough support. The valve 'poked' through the mid section of the sheath and the operators were able to see the valve through the sheath. The sheath and delivery system had to be removed as a unit from patient. There was no frame damage. There was a vascular complication (dissection) that occurred when the valve poked though the sheath had to be addressed by a vascular surgeon. The repair of the right subclavian was a success.

Manufacturer narrative:
Investigation is ongoing. This is one of three manufacturer reports being submitted for this case. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07707 and 2015691-2022-08225.

Manufacturer narrative:
H2, h6 updated the balloon was returned and a pin hole was noted on the crimp balloon. Imagery was provided from the site and revealed the following; an undersized vessel diameter in patients access vessels, tortuosity present in patients access vessel. Due to the nature of the complaint no applicable functional testing was performed. The complaint was confirmed through visual inspection. Dimensional testing was performed; the crimp balloon double wall thickness was measured and met the specification. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint failure balloon leak a complaint history review on confirmed device complaints for failure balloon leak identified procedural factors crimped valve interaction with balloon, excessive manipulation as a potential root cause applicable to the event. The instructions for use (IFU) for commander delivery system, device preparation manual and procedural training manual were reviewed. No IFU/training deficiencies were identified. During the manufacturing process, visual inspections and tests are performed throughout the process and all inspections are conducted on 100% of units. Product verification (pv) testing is done on a sampling basis. These inspections and tests support that it is unlikely that a nonconformance contributed to the reported complaint. This event reports a balloon leakage during product evaluation upon return of the complaint device that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Therefore, no further action is required. The complaint for failure balloon leak was confirmed based on visual inspection of returned device. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. The complaint description states, they experienced difficulty advancing the valve and delivery system through sheath due to the patient being very large and not having enough support. The valve poked through the mid section of the sheath and they were able to see the valve through the sheath. The sheath and delivery system had to be removed as a unit from patient. The provided patient imagery revealed undersized access vessels and tortuosity . Per the IFU/training manual push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Undersized access vessels can create a constrained effect on the sheath resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Tortuosity and steep insertion angles lead to noncoaxial alignment between the delivery system and sheath, which may lead to noncoaxial advancement of the delivery system that leads to resistance. In order to overcome this resistance, excessive force and manipulation was likely used. Manipulation of the delivery system may have contributed to the valve interacting with the crimp balloon and ultimately resulting in the observed pinhole. A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (excessive manipulation, crimped valve interaction with balloon) contributed to the reported event. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) is not required. Since no manufacturing defects were confirmed no corrective and preventative actions (CAPA)are required.